Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check supply line, this situation occurred during prime. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated he had changed the cassette three times and kept getting the same alarm. The tsr asked if the cg changed the bags and the cg stated no so the tsr explained they cannot change just one part of the setup because it compromises the set. The tsr had the cg turn off the machine and instructed the cg to start over with all new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.